Event description:
Info received from nursecomm call stated that the pump was running and formula was not dispensing. Rate and dose provided are 120ml/hr and 960 ml.

Manufacturer narrative:
Contact attempts were made to obtain pump serial number and more details regarding the event, customer responded that the pump was replaced by provider and unable to provide any add'l info. Device was not returned. Complaint could not be duplicated.